Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to the doctor, device loaded the clip but didn't load the clip correctly, and then it didn't want to clip the clip closed. This kept on happening with one after the other clip in the device. They opened a second one on the end to finish the theatre case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how was clip not loaded correctly? Sideways. Did clip not load or partially load? No. Did clip slow feed? No. Did clip sideways feed? Yes. Did multiple clips feed? No. Did unformed clips drop or eject from device? No. Did clip applier fire unformed clips? No. Or did device jaws not close, therefore clips were not closed? Yes. The analysis results found that the er320 device was received with the shaft bent. No further testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.